Event description:
The facility representative reported an infusor pump with a malfunction of system alarm and 3 lights lit up. On (B)(6) 2010 additional information was received indicating the event occurred during patient use. The contact reported that the pump was infusing propofol for roughly 5 minutes into a male patient, when the 3 alarm lights came on and therapy was interrupted. The pump was quickly swapped with another pump on hand and therapy resumed. The contact reported there was no injury to the patient and they were discharged. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been requested for evaluation. Should the device be received and an evaluation performed, a follow-up report will be filed.